Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced shocking and muscle spasm sensations throughout the entire body. The physician believed that this was due to some electrolyte imbalance and was not device related. Database analysis revealed no anomalies. The patient was admitted in the emergency room and was doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7104299/7105258.

Event description:
It was reported that the patient experienced shocking and muscle spasm sensations throughout the entire body. The physician believed that this was due to some electrolyte imbalance and was not device related. Database analysis revealed no anomalies. The patient was admitted in the emergency room and was doing well. Additional information received that the patient underwent a spinal cord stimulator (scs) explant procedure. The explanted device was not returned per facility protocol.